Event description:
Prior to a breast biopsy procedure, the dc motor adapter is broken within the green port of the control module. There were no interruptions in breast biopsy procedures. There was no patient consequence.